Event description:
It was reported that during a pulse field ablation (pfa) procedure just a farawave nav pfa catheter the patient experienced asystole. Ablations were performed to the patient's pulmonary veins and 'anchor' ablations were performed along the roofline. During these ablations the patient's atypical flutter terminated followed by a period of asystole. The physician immediately began cs pacing and norepinephrine / isuprel were administered and the patient eventually recovered a sinus rhythm. The procedure was completed. It was later identified that the patient had an intracranial hemorrhage and underwent neurosurgery. They remain in critical condition and the physician "strongly believes that this is not related to pfa procedure" but a cause was not determined.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.